Manufacturer narrative:
The device had intermittent button response due to corroded keypad traces. All operating currents are within specification for the device. The device had no button error alarm, no ramping numbers, battery out limit alarm, or unexpected restart alarm noted. The device was received with a cracked case on display window corners, a minor scratched lcd window, a cracked reservoir tube lip, and a cracked belt clip slot. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm, battery out limit alarm, button error alarm, and keypad anomaly. The blood glucose at the time of the incident was 171 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.